Manufacturer narrative:
Trend analysis: total of three reported complaint from worldwide installed base. Corrective action: risk management team has concluded no further action is required. However, continuous improvement is important to siemens medical solutions and a design change request is in place to introduce an improved collimator gear drive that will become available as a spare part and implemented into future production. Final conclusion: system interlocks will trigger and terminate radiation if uncommanded movement of the collimator should occur during treatment or during gantry rotation. In the case of collimator movement during gantry movement, a motion stop interlock will trigger but the collimator could mechanically continue to move. The collimator in this case should not come in contact with the patient, and a full rotation of the collimator is not possible due to the mechanical stops. However, it has been concluded that if malfunction were to recur it is likely to result in physical injury, if event were to occur during intraoperative radiation treatment cases where the patient has the beveled cone inserted deep inside his/her body. Our cross functional risk management team has concluded that a serious injury due to uncommanded collimator movement is not likely to occur; therefore, no further action is necessary.

Event description:
Product issue was reported with our medical linear accelerator. In the abundance of caution, this issue is being reported. The operator noticed collimator movement during gantry rotation. Service was called and discovered a faulty drive gear assembly. No patients were involved because error was discovered prior to treatment. The faulty part has been replaced by service and the system is currently operational. Root cause has been determined to be a faulty pin in the gear drive assembly.